Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an uphold¿ lite with capio slim device was used during a pelvic floor repair procedure on (B)(6) 2017. According to the complainant, during the procedure, the lead suture broke. The broken section of the suture with the needle was retrieved from the patient. The procedure was completed with the same uphold¿ lite capio slim device but with another of the same suture. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.